Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. The rv lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.